Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a female patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that "a year or so ago," prior to the date of the report, the pump started to move/flip a little bit, because the patient was losing weight. It was noted that the patient was obese. It was noted that the patient was losing weight and the "pump was shifting." The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated. This event was previously reported as part of manufacturer's report 3004209178-2015-13201.